Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found"intermittent no device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they try to charge their implanted neurostimulator (ins), the recharger started to work, but it doesn't co nnect where it's telling them anything about charging. Patient stated that the cord gets real hot where it plugs into the paddle. Patinet stated they have to take the recharger off right away. Patient stated due to this they have not charged their implant in 3 days. Patient confirmed they did not receive any physical injury due to the heating of the device. The issue was not resolved due to extreme heating. A repair request was sent to replace the recharger. Patient commented their surgeon is no longer active, and they do not have a new doctor yet. Patient stated issue began on friday. Patient provided updated address. See email to prs.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.